Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lung resection. According to the reporter: one surgeon informed that he experienced an issue with the sulu due to non=correct stapling line formation. It was in pulmonary parenchyma section and the stapling was not enough. The staple line was incomplete. The staple line was not correctly done so a thoracotomy had to be done in order to suture the line. There was slight bleeding much less than 500cc. No reinforcement material was used. There was no unanticipated tissue loss. There was no tissue damage. The case was extended by more than thiry minutes.